Event description:
Oracle ro (B)(4): it was reported that the pump failed occlusion test (before infusion/no patient injury). (Recently serviced on ro (B)(4) for dso seal damaged returned (B)(6) 2022

Manufacturer narrative:
The device was returned to smiths (ICU medical).

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated . H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. The customer stated problem was duplicated. Calibrated the device and replaced dso sensor as a preventative measure. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.